Event description:
A malfunction was reported on the pump, but no significant events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. The technical support team provided pump reset information and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction code reappeared.